Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No charge or battery lasts less than expected anomaly noted during test. Device received with broken battery tube threads and partial broken reservoir tube lip. The p-cap locks into the reservoir compartment properly noted. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that there was a crack and piece broken off the reservoir and battery compartment. They also reported that the batteries were not lasting very long. The customer stated that the reservoir does not lock into place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.